Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the caller who had called for guidelines for an unrelated medical test, that the patient¿s spouse was reporting that the device was ¿non-functional.¿ the caller had no further information to provide. There were no further complications reported.